Manufacturer narrative:
Please review attached for the investigation summary. (B)(4).

Event description:
It was reported in a publication that two patients underwent revision surgery due to stem fracture.